Manufacturer narrative:
The customer's report of a leaking set was not confirmed as the reported suspect product was discarded by the customer. The root cause was not identified.

Event description:
The customer reported that the set was found leaking from the seam at the proximal end where the base attaches to the rest of the housing encapsulating the gland during patient use. There was no report of patient harm.